Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In additional follow-up, the patient¿s pd nurse clarified the patient was not hospitalized. The nurse stated that on (B)(6) 2024 the patient was seen in the outpatient pd clinic for symptoms of cloudy pd effluent. As a result, the patient had a pd culture obtained which grew the bacteria coagulase negative staphylococcus. The nurse stated the patient was treated with antibiotics using vancomycin (dose not provided) and tazicef (dose not provided) intraperitoneal on an outpatient basis. Per the nurse, the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid in relation to this event. It was stated the peritonitis may have been due to a breach in aseptic technique during pd therapy.